Manufacturer narrative:
The customer service engineer (cse) verified the event. The cse inspected the device and replaced the analog interface (ai) printed circuit board (pcb). The cse performed all calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt). The device operated within the manufacturing specifications. The history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).

Event description:
A report was received from the use indicating that the device stopped cycling. The device experienced error codes kp0009 (rolling thunder test) and dt0002 (bus error/access fault). The device was not in use on a pt at the time of the event. No add'l info was available.